Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the tip of connecting a screw that goes with dhs insertion handle broke off and snapped at end of screw insertion, no additional instrument was required to finish the procedure. The broken tip was retrieved and surgery was not delayed. The procedure was successfully completed and it is unknown if any fragments were generated, no patient consequences or medical intervention notated. Concomitant device reported: unk - insertion instruments: trauma (part#: unknown, lot#: unknown, quantity#: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The visual inspection observed that the threaded tip section at the distal end of the shaft was broken off. The broken off part was not returned for investigation. The instrument shows wear marks and scratches on the surface of the item. At the head section on the knurled part are strongly damages visible. Additionally the shaft is bent. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. Moreover, the broken part is missing which makes a dimensional measurement impossible. Investigation summary: our investigation has shown that the complaint condition for the received device is confirmed due to the breakage. We do suppose that the device encountered unintended forces, such as use related excessive force application during its use, which finally resulted in the breakage of the tip. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 338.310. Lot: 7757478. Manufacturing site: hägendorf. Release to warehouse date: 29.feb.2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.